Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Additionally, it was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 340 mg/dl. Customer went to the emergency room (ER) and was treated with "long acting insulin". Customer was released from the ER approximately 3 hours later with the issue resolved and no known permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.